Manufacturer narrative:
The device was evaluated by ventec where the reported issue of a touchscreen lockup could not be confirmed. Proper device operation was then confirmed through functional and performance testing. The cause of the reported touchscreen lockup could not be determined. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that the touchscreen on the device had locked-up and become unresponsive. There was patient involvement associated with the reported event; however, there were no reports of harm to the patient as a result of the reported issue. No further details about the patient were provided.